Manufacturer narrative:
A review of the device history record determined no nonconformances during the manufacturing process. Hence, the conclusion is that the product was product was manufactured to specifications. No defects were detected during the investigation as a result of the manufacturing process identified. However, the investigation revealed minor deformation can be observed within the internal abutment hex. An ivt with an appropriate implant was performed and passed. An ivt with a hex driver was performed and passed. The investigator was able to engage the internal hex an torque abutment down into an appropriate implant without issue. Product appears to function as designed.

Event description:
This single report of one (1) malfunction event. A review of the event indicated that the reported abutment's internal threads were defective. No patient health consequences was reported. The report derived from a single source. No information regarding patient demographic was provided.